Event description:
It was reported that the patient is deceased. A possible right ventricular (rv) coil fracture was suspected and high impedance was noted. As a result, the patient did not receive appropriate therapies in response to ventricular fibrillation (vf).

Event description:
Additional information received reported that lead replacement had been considered during generator change however was not possible due to venous access congestion due to history of multiple interventions.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).